Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2025: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal fentanyl 5000 mcg/ml at 722 mcg/day and bupivacaine 20mg/ml at 2.8 mg/day via an implantable pump. It was reported that the patient had increase pain and had pump study. Radiology report said catheter disconnected at hub, but upon opening pocket it was connected and had to flow from catheter after cutting connection piece. Patient wanted pump placement to be moved to abdomen. Unknown if any environmental/external/patient factors may have led or contributed to the issue. It was mentioned that they elected to do a catheter revision to move pocket replaced pump since catheters working appropriately. The issue resolved at the time of this report.

Manufacturer narrative:
H3: 8637-40: analysis found that the pump passed all testing in the laboratory and no anomalies were identified. 8780: analysis found that the catheter was deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.